Event description:
During cardiopulmonary bypass, the device unexpectedly displayed a message indicating that the temperature measurement module required service. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.